Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported he experienced loss of consciousness and received unspecified treatment by the healthcare provider. Customer was unable to provide additional information regarding the medical event as he did not remember. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was returned. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported he experienced loss of consciousness and received unspecified treatment by the healthcare provider. Customer was unable to provide additional information regarding the medical event as he did not remember. There was no report of death or permanent impairment associated with this event.